Manufacturer narrative:
Correction: the reported event of lead fracture and insulation damage on the right ventricular (rv) lead was discovered during procedure and the following corrections are needed. B1 should have been "product problem" only instead of "adverse event" and "product problem". B2 should have been blank instead of "required intervention to prevent permanent impairment/damage".

Event description:
Related manufacturer's reference number: 2017865-2021-39112, related manufacturer's reference number: 2017865-2021-39113. It was reported that the patient presented for a procedure. During a routine device check-up it was discovered that the right atrial (ra) was failing to capture. During the procedure, the pacemaker was interrogated and revealed an incorrect measurement for device reaching elective replacement. It was also noted when the physician handled the right ventricular (rv) lead the lead fractured and insulation was pulled. The pm was explanted and successfully replaced. The ra and rv lead were capped and replaced on (B)(6) 2021. The patient was in stable condition.